Manufacturer narrative:
(B)(4).

Event description:
It was reported that the device was found unable to generate and control negative pressure. No patient harmed, and no injury reported because this was found during service and repair.

Manufacturer narrative:
Additional information was received that identified that this event should be re-evaluated for MDR reporting. The reassessment determined that the issue does not meet the threshold for reporting and is a non-reportable event. This report was made based upon information which smith & nephew had not been able to investigate or verify prior to the required reporting date.